Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was replaced and is expected to be returned. No additional adverse patient effects were reported.